Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.